Event description:
No additional information it was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the verbatim: customer received fault giving set back from a patient which appears to have a fault filter (blocked). It was tested a biomed on return and this was confirmed.

Manufacturer narrative:
Additional investigation results since last submission: the details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the root cause for the occlusion was due to the application of an excess amount of solvent at the affected joint, this is a manually performed assembly step and therefore is likely to have occurred due to human error. The lot number was not available and therefore it was not possible to perform a review of the production records for this particular product. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this produc

Event description:
No additional information provided. Customer received fault giving set back from a patient which appears to have a fault filter (blocked). It was tested a biomed on return and this was confirmed.

Manufacturer narrative:
Two 20350e-0006 samples were received in opened packaging for investigation; however, the lot number of the complaint sample was reported unknown. Some residual fluid was detected in the device upstream of the filter component. The feedback provided by the customer suggests it was not possible to flush fluid through the filter. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and attempting to prime with fluid; in this instance, the customer's experience was confirmed as a complete occlusion was detected at the downstream filter tubing joint in both samples. A closer inspection of the joints reveals the presence of excess solvent. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the root cause for the occlusion was due to the application of an excess amount of solvent at the affected joint, this is a manually performed assembly step and therefore is likely to have occurred due to human error. The lot number was not available and therefore it was not possible to perform a review of the production records for this particular product. H3 other text : see h.10.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the verbatim: customer received fault giving set back from a patient which appears to have a fault filter (blocked). It was tested a biomed on return and this was confirmed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.